Event description:
I have been experiencing multiple symptoms of breast implant illness. Unexplained muscle pain, fatigue, brain fog, stomach bloating, headaches, worsening eyesight, episodes of pancreatitis, and flu-like symptoms just to name a few. FDA safety report ID # (B)(4).